Event description:
Patient presented to the physician with the ipg migrating in the pocket causing pain when standing up and down. Physician brought the patient into the or, placed the ipg in a tyrx pouch, re-sutured, and closed.